Event description:
Screw fractured halfway inserted. All fragments were removed. There was not compromise to pt safety. A tapered screw should have been used with these pt specifics, representatives have been advised.

Event description:
Intense inlammation around screw at 7 months post-op. Culture showed staff epidermis. Inconclusive as to if probelm caused by screw or other contamination.